Event description:
It was reported that during the procedure, it was found that the optical fiber was broken. The procedure was completed with this device. The patient was stable, there was no patient complication.

Event description:
It was reported that during the procedure, it was found that the optical fiber was broken. The procedure was completed with this device. The patient was stable, there was no patient complication.